Manufacturer narrative:
The device has been returned to the manufacturer. The investigation is currently ongoing.

Event description:
It was reported that while attempting a coil embolization, resistance was encountered during the advancement of the azur coil in the microcatheter. As the coil exited out of the microcatheter, the pusher wire broke. The vessel was reported to be tortuous. The entire coil was removed and another coil was implanted without further incident. There was no reported intervention or patient injury.

Manufacturer narrative:
The device was returned for analysis. Resistance measurement were within specification. The coil was advanced from the introducer without issues. There was no evidence of damage to coil. The coil was retracted into introducer without issue. There was no evidence of damage to the pusher. Based on the available information and evaluation of the pusher, the reported complaint cannot be confirmed. The device was noted to be within specification and functioned as intended.